Event description:
It was reported that during a total lap hysterectomy procedure the device probe was not working. During the first procedure active blade got broken and it has fallen. One device is returning. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Received information from the international customer, that the wrong information was provided. The complaint is: 'enseal probe without pressing power active button while pressing the trigger itself it starts applying power. First surgery itself.' Seeking clarification - unable to determine what occurred.

Manufacturer narrative:
(B)(4).